Event description:
The complainant alleged that during a biomeds routines testing of the device the display screen went blank. The complainant indicated there was no pt involvement with this reported malfunction.